Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to the customer¿s blood glucose level. Reportedly, the pump supplies were changed multiple times to address the issue. Customer reverted to manual injections and declined further troubleshooting with tandem technical support.